Event description:
0.018 impella wire unwound and fractured in the patient. The entire wire was retrieved and there was no evidence of any retained wire in the patient. A new wire was obtained from another kit and the case continued. Impella wire advanced through pigtail catheter. Pigtail removed. Impella catheter advanced over the wire to lv, wire removed. Wire fragment noticed on x-ray in impella. Impella catheter and wire removed. 6fr. Pigtail advanced over the wire to lv, wire removed. Impella wire advanced through pigtail catheter. Pigtail removed. Impella catheter advanced over the wire to lv, wire removed.